Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant of the implantable cardiac monitor (icm) the physician was unable to sense r-wave values and only noise was detected with the programming head. A new icm was used for implant. No patient complications have been reported as a result of this event.